Manufacturer narrative:
(B)(4) the reported complaint of "misfire/jamming - info not provided" could be confirmed based upon the sample received. Visual examination revealed that the sample was returned with staples severely misaligned in the cover block. Proper functional testing could not be completed due to severely misaligned staples in the device. No staples were able to fire when the trigger was engaged. The device was disassembled, and it was observed that the saddle spring was fully disconnected from the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. The issue of disconnected saddle spring in visistat staplers was established as part of nc-003181, which was closed on 09-feb-2026. The sample was manufactured prior to these actions on 10-jan-2025. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "staple jamming." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Event description:
It was reported that "staple jamming." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). This follow-up MDR is being submitted to update section h2 ('if follow-up, what type?') To reflect that a device evaluation has now been completed following return of the product. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the pusher appeared loose in the cover block. The remaining staples in the cover block were severely misaligned. An estimated 21 staples were in the cover block, indicating the customer fired at least 14 staples. The trigger was returned unengaged. There was evidence of use in the form of biological material present on the device. Proper functional testing could not be completed due to severely misaligned staples in the device. No staples were able to fire when the trigger was engaged. The device was disassembled, and it was observed that the saddle spring was fully disconnected from the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. Per DHR the product visistat 35w 6/box lot # 73a2500296 was manufactured on 01/10/2025 a total of (B)(4) pieces. Lot was released on 01/16/2025. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" could be confirmed based upon the sample received. Visual examination revealed that the sample was returned with staples severely misaligned in the cover block. Proper functional testing could not be completed due to severely misaligned staples in the device. No staples were able to fire when the trigger was engaged. The device was disassembled, and it was observed that the saddle spring was fully disconnected from the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. The issue of disconnected saddle spring in visistat staplers was established as part of nonconformance, which was closed on 09-feb-2026. The sample was manufactured prior to these actions on 10-jan-2025. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.